Event description:
During extracorporeal circulation the doctor saw that the return flow was going down. The string (wire) inside the cannulae broke the plastic wall so the cannulae was collapsed. No pt injury reported.

Manufacturer narrative:
Device not returned.